Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 1000 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, dehydration, vomiting and breathing difficulties. The patient had gone to the hospital by ambulance. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids and insulin. The patient was released from the hospital after 3 days. The patients pod will not be returned as it has been discarded. Due to this event the patient is using manual insulin for a week.